Event description:
It was reported that a patient underwent a midline laparotomy procedure and suture was used for continuous abdominal fascial closure on an unknown date. The patient developed a wound dehiscence with evisceration, deep and superficial infection (B)(6) 2011. The patient underwent re-operation with re-closure of the fascia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: - there are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Manufacturer narrative:
Date sent to the FDA: (B)(4). The date of the initial procedure was (B)(6) 2011. The suture was used on fascia. Reoperation was performed on (B)(6) 2011. The surgeon opines that the general condition of the patient and obesity contributed to the event. The current condition of the patient is discharged with no hernia, dehiscence or infection present.